Manufacturer narrative:
The correction of b5 describe event and problem, d4 version of model # and d4 catalog # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june 2023 getinge became aware of an issue with one of our surgical lights ¿ blue 80. According to the photographic evidence, paint was peeling from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 16th june 2023 getinge became aware of an issue with one of our surgical lights ¿ blue 80. According to the photographic evidence, paint was peeling from the spring arm. Additionally, it was stated that cap was missing from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or paint particles falling off into sterile field or during procedure may cause contamination. Previous d4 version of model and d4 catalog # ard56077895. Corrected d4 version of model and d4 catalog # hm56077895. Getinge became aware of an issue with one of our surgical lights ¿ blue 80. According to the photographic evidence, paint was peeling from the spring arm. Additionally, it was stated that cap was missing from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or paint particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge sales and service unit, a quote was sent to the customer for the acquisition of parts indicated by the technician for replacement, but it has not been approved yet. It was established that when the event occurred, the device did not meet its specification, due to paint peeling and missing cover from spring arm which contributed to event. It was not established if upon the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenarios have never led, to date, to serious injury or worse. As stated by the subject matter expert at mauqet sas, regarding the missing cap, the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manual blueline 0136202 en ed2c, on page 136 mentions to check the fixing of all caps. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts (blue 30: ard569010102). A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (0136102 en ed2b, page 12) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issues. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided.

Event description:
On 16th june 2023 getinge became aware of an issue with one of our surgical lights ¿ blue 80. According to the photographic evidence, paint was peeling from the spring arm. Additionally, it was stated that cap was missing from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 16th june 2023 getinge became aware of an issue with one of our surgical lights ¿ blue 80. According to the photographic evidence, paint was peeling from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(4). H3 other text : device not returned to manufacturer.